Event description:
The device was used during a herniorrhaphy procedure. Reportedly, the suture broke. The surgeon used another product without pt injury.

Manufacturer narrative:
7/22/97-supplemental report #1 submitted to FDA.